Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-2371 serial/batch number (B)(6) was received for investigation. The visual inspection revealed that the white uhmwpe braid was not included with the returned device. Additionally, it was observed that the button suture assembly system had sustained damage. Due to the device being damaged, no functional tests can be applied. The most likely cause(s) for the reported failure can be attributed to user error. According to dfu-0147. Revision 2. G. Precautions. 2. Load the acl/pcl tightrope button over the un-spliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/14/2023, it was reported by an arthrex subsidiarity employee via email that the sutures from an ar-2371 low profile ac tightrope implant system did not go through the buttonhole. Also, the chinese finger trapped was placed in an unusual position. This was discovered during a procedure on (B)(6) 2023. Additional information received on 11/17/2023: the chinese finger trap, which is the black and white sutures, were located distal to the top hat button. This was discovered upon opening the package. The case was completed using another ar-2371 low profile ac tightrope implant system.